Event description:
It was reported noise was observed in the header. When the device was replaced with another device there was no noise. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported noise was not confirmed. The stored egm on the device image indicated high cycle noise consistent with electromagnetic interference. No noise or sensing issues were detected during analysis. The device passed all tests.